Event description:
It was reported that the atrial channel of the programmer did not work in the analyzer mode (impedance high, no electrogram signal). It was believed to be a bad interface in the programmer, as it was further noted that the programmer would not recognize the analyzer and changing out the analyzer did not resolve the issue. The programmer was returned for service. The return paperwork indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. No analyzer or cables were returned with the programmer. Using a known good analyzer, readings from the systems test are within range.